Event description:
The customer observed falsely elevated alinity c calcium results for one patient. The sample was repeated on another instrument and the result was still high. The following data was provided: (B)(6) 2022 sid (B)(6) initial result 5.24 mmol/l. Repeat on another instrument (ac03186) 4.22 mmol/l . Plausible calcium result for the patient is 2.31 mmol/l(ac03138). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 62209un22 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity c calcium reagent lot 62209un22.